Manufacturer narrative:
The customer¿s products have been requested for return, but no products are available to return. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received a questionable glucose result from accu-chek inform ii meter serial number (B)(4). At 6:10 pm, the patient result was 31 mg/dl. At 6:14 pm, a repeat result from the same patient, using the same meter was 143 mg/dl.